Manufacturer narrative:
The subject device was received and evaluated . Device evaluation and inspection, service repair noted the following findings: inspection found fibers (foreign material) in the channel. Additionally, the following findings were noted : -a-rubber glue (distal end) cracked . -minor dents on video connector found. -minor scratches on control body observed. Leak test performed and passed. Service report noted the adhesive at the bending cover is prepared and cleaned. An olympus proprietary adhesive is applied to the bending cover at the distal end. The adhesive is tested to ensure that the diameter and condition of the adhesive meets olympus specifications. The endoscope is tested to ensure watertight integrity. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
Customer reported with an issue of "scratches and fibers (foreign material) found in the channel" . The issue found during reprocessing. There was no patient harm, no user injury reported due to the event. There is no patient infection associated with this event reported.

Manufacturer narrative:
This report is being supplemented to provide additional information, based on the legal manufacturer's final investigation. And correction to g2. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material falling off from the channel scratches and fibers found was unable to be identified. Olympus will continue to monitor field performance for this device.